Event description:
It was reported that log files were sent for review with concerns of possible short to shield. The log files captured speed drops less than the low-speed limit (lsl) and pump stops. This type of behavior had been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the ventricular assist device (vad) was connected to the mobile power unit (mpu). The percutaneous lead was replaced on 27mar2026. Images were sent and the only concern with the internal driveline images was the small loop in the pump end bend relief section. The issue had resolved and no further plan of care was needed. The patient was discharged home and stable.

Manufacturer narrative:
D9: received percutaneous lead only. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.